Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the device powered off when the alarm limits button was pushed. It was found that a defective component on the ui board caused the unit to malfunction. The ui board was replaced and the unit functioned as designed.

Event description:
It was reported that the device turns off when the a button is pushed. No known impact or consequence to patient.